Event description:
It was reported that during the pre-use check, leakage of air was detected. However, the exact leaking spot could not be identified. No patient injury was reported.

Manufacturer narrative:
Visual inspection: the sample was visually inspected: results: sample present a pin hole on the breathing bag. Functional test: sample was submitted to leak test inspection per specification qp dabb rev.009. Disposable anesthesia breathing bag / section 1.5 retention test. Leak test inspection was performed on the returned device using equipment manometer. ID# 8.0581 (calibration due date 01/2022). Results: the device present leakage. Conclusions: failure mode reported as leakage is confirmed due pinhole on the breathing bags. Root cause: the event description provided it by the customer: during the pre-use check, leakage of air was detected. However, the exact leaking spot could not be identified. Base on the investigation results there is leakage due pinholes on the raw material breathing bag provided by the supplier.